Event description:
During PICC line placement, approx 2cm of the distal tip of the wire guide sheared off inside the right brachial vein. Physicians made several unsuccessful attempts to retrieve the wire fragment. The fragment is not expected to migrate or be problematic for the pt in the future. Pt discharged to nursing home in stable condition.

Manufacturer narrative:
No product was returned for investigation. When considering the info provided by the customer, it is feasible to suggest the device may have met with resistance beyond its intended design. We have also seen where separation has occurred during the placement and/or attempted removal of the supplied wire guide when inadvertent contact is made with the needle bevel. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. We do caution that withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage. The appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.